Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR #: 2134265-2010-04164. It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained through the right femoral artery. The physician was treating a 65% stenosed, 28mm in length, concentric shaped, de-novo lesion located in the severely tortuous and severely calcified, 3mm in diameter, mid right coronary artery (rca). The lesion was engaged with another manufacturers' 6f guide catheter and another manufacturers' guide wire was advanced and crossed the lesion. The lesion was pre-dilated with another manufacturers' 3x15mm balloon catheter up to 26atms resulting in 40% residual stenosis. A 3.00x28mm promus element stent was advanced, however, it could not cross the mid lesion. The stent delivery system (sds) was removed, at which point it was noted that a stent strut was bent outwards on the distal end. A second 3.00x28mm promus element stent was advanced, however, this stent also could not cross the mid lesion. The sds was removed, at which point it was noted that a stent strut was bent outwards on the proximal end. The procedure was completed with the implantation of two overlapping 3.5x14mm non-bsc stents and post-dilation with a 4x20mm quantum apex balloon catheter. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the device identified stent damage. One row in the middle of the stent had two struts raised. A stent fracture was not identified. The outer diameter of the stent was measured where no damage was seen and was found to meet specification. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were noted along the entire length of the shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-04164. It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained through the right femoral artery. The physician was treating a 65% stenosed, 28mm in length, concentric shaped, de-novo lesion located in the severely tortuous and severely calcified, 3mm in diameter, mid right coronary artery (rca). The lesion was engaged with another manufacturers' 6f guide catheter and another manufacturers' guide wire was advanced and crossed the lesion. The lesion was pre-dilated with another manufacturers' 3x15mm balloon catheter up to 26atms resulting in 40% residual stenosis. A 3.00x28mm promus element stent was advanced, however, it could not cross the mid lesion. The stent delivery system (sds) was removed, at which point it was noted that a stent strut was bent outwards on the distal end. A second 3.00x28mm promus element stent was advanced, however, this stent also could not cross the mid lesion. The sds was removed, at which point it was noted that a stent strut was bent outwards on the proximal end. The procedure was completed with the implantation of two overlapping 3.5x14mm non-bsc stents and post-dilation with a 4x20mm quantum apex balloon catheter. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.